Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue by verifying the errors on the error list. The fse was able to reproduce the issue by generating error 3003 when turning on the analyzer. The fse replaced the wash heater on the analyzer and resolved the issue. Additionally, the fse verified and adjusted the wash temperature and upgraded the system software to the current version. System validation was performed by completing quality control (qc). Qc results passed within the manufacturer's published specifications. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 28may2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [3003] waiting for temperature description: waiting for the temperature to rise. Troubleshooting: wait until the temperature rises to correct temperature. [3004] temperature timed out description: a timeout error occurred while waiting for the temperature to rise. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported issue is due to a faulty wash heater.

Event description:
A customer reported error message 3003 waiting for temperature and error message 3004 temperature timed out while operating on the aia-360 analyzer. As part of troubleshooting, the customer covered the analyzer with blankets to warm it up, rebooted the system, and allowed the fluids to reach room temperature. However, the errors persisted. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.